Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events due to a lack of relevant imaging: type iiib endoleak, proximal extension graft migration, and aneurysm sac growth. There was substantial evidence to reasonably suggest a type iiia endoleak of the aortic components occurred that was not included in the event as reported; the type iiia endoleak was discovered during review of the 55-month post-implant angiogram. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that a type iiia endoleak was also present at the time of the reported event. In addition, the physician elected to treat the patient by relining the afx system with non-endologix devices on (B)(6) 2019.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, a type iiib endoleak with aneurysm enlargement (more than 5mm) and cuff migration were detected during routine follow-up cta. The physician plans to re-intervene and a secondary procedure has been scheduled. There have been no additional patient sequelae reported.